Event description:
This pt presented to the cardiac cath lab for treatment of a 95% de novo lesion in the proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.5x15mm balloon before delivering a 3.5x23mm cypher stent to the lesion. Pressure was applied, but it would not increase above 2 atmospheres (atm). The physician then deflated the stent delivery system (sds) and found the blood while pulling back. A different cypher of the same size was implanted instead without any problems, and the procedure was finished. There was no reported event injury and the product was returned for analysis.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is available for testing and evaluation, but the evaluation has not begun as of this writing. Additional info received will be submitted within 30 days upon receipt.